Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was seized, would not oscillate when power was applied, failed the safety assessment (step #70, check the off/osc/on switch mode function) as the device did not run, and had no function/motion when the trigger was pressed. During service/repair, it was observed that the device showed signs of immersion, the upper trigger was binding, there was excessive corrosion in the internal sub-assembly components, and there was unknown debris on the ecu (electrical control unit) on the back plate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery the small battery drive device stopped working. During in-house engineering evaluation, it was determined that the upper trigger was binding on the device and the device had no function/motion when the trigger was pressed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.